Event description:
The reporter stated the surgeon attempted four times to insert a 13.2mm micl 13.2 implantable collamer lens but due to a 1.0mm paracentesis, the chamber would shallow when the lens was being inserted. The lens was only partially inserted into the patient's eye, with half of the lens still in the cartridge. The surgeon decided to postpone the surgery, to implant another lens at a later date. The anterior chamber returned to normal and there was no patient injury. The reporter stated this event was due to surgeon technique/error and was not lens related.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece torn from the lens optic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to surgeon technique/error.